Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI. Upn: m365sc8416500. Model: sc-8416-50. Serial: (B)(4). Batch: 374560.

Event description:
It was reported that the patient had an infection at both incision sites. It was unknown whether the infection was device nor procedure related. The patient was placed on antibiotics and underwent an explant procedure. The explanted device components were discarded.